Event description:
On (B)(6) 2015, a phone call was received from the patient's wife after she received the alere inratio pt/inr monitor system urgent medical device correction notification, dated (B)(6) 2014. She reported that her husband expired, in (B)(6) 2014, due to bleeding and believes that the monitor was connected to why her husband expired. The distributor, alere home monitor, inc. (Ahm), was contacted in an attempt to obtain additional information. The following is a chronological history of available information and inratio inr results.patient's therapeutic range: 2.0 - 3.0(B)(6) 2014: inratio inr=1.7(B)(6) 2014: inratio inr=2.6(B)(6) /2014: inratio inr=2.3(B)(6) /2014: inratio inr=1.907/24/2014: inratio inr=2.609/05/2014: inratio inr=1.7 discharged from active services at ahm. There were no discrepant results or issues reported to ahm by the patient or his wife. 10/01/2014: expired per google search. Though requested, there was no additional information provided.the patient's coagulation status was unknown at the time of death and three weeks prior to the event. The coagulation status can significantly change during this period of time and there was no laboratory reference value. The patient's wife could not provide information regarding details of the event. Based on the inability to rule out the possibility that the device may have caused or contributed to the death, this event is conservatively reported as a death based on bleeding being potentially related to the patient's coagulation status; however, a device deficiency cannot be substantiated.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Investigation/conclusion: as of 05/07/2015, the product(s) associated with the complaint was not returned and a lot number was not provided. Therefore, manufacturing record review could not be performed and further investigation was not possible. If the product lot number is provided or the monitor is returned, further investigation will be pursued and a supplemental medwatch form will be submitted. There is no information available to suggest a malfunction or that the device caused or contributed to the reported event. The patient's coagulation status was unknown at the time of death and three weeks prior to the event. The coagulation status can significantly change during this period of time and there was no laboratory reference value. The patient's wife could not provide information regarding details of the event. Based on the inability to rule out the possibility that the device may have caused or contributed to the death, this event is conservatively reported as a death based on bleeding being potentially related to the patient's coagulation status; however, a device deficiency cannot be substantiated.